Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced "permanent" low flow alarms and was admitted to the hospital. Ramp echocardiography showed the aortic valve opening regularly and the pump not able to relieve the left ventricle. A transesophageal echocardiogram (tee) showed moderate aortic insufficiency. The patient's medication was adapted and the pump speed was increased. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. The reported low flow alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported aortic insufficiency could not be determined through this evaluation. The submitted system controller log file showed the pump operating normally at the fixed speed of 9200 rpm. A total of 187 out of 240 lines of data were active low flow hazard alarms. The large majority of the captured low flow alarms were associated with an estimated flow value of 2.4 lpm, which is just below the low flow alarm limit threshold of 2.5 lpm; however, estimated flow reduced as low as 2.1 lpm. Overall, estimated flow ranged from 2.1-4.3 lpm and pump power ranged from 3.9-5.1 watts, respectively. Despite the multiple low flow events, the pump speed remained above the low speed limit for the duration of the log file and the system appeared to be operating as intended. No further information was provided. The manufacturer is closing the file on this event.